Event description:
The doctor has indicated that the drill became stuck in the contra-angle device, and could not be removed. The doctor was not able to complete the procedure. The patient will have to return to complete implant placement procedure.

Manufacturer narrative:
Visual inspection of the returned qsd511quad-shaping drill 5mm(d) x 11.5mm(l) by the complaint investigator suggests the component was damaged at some point after manufacturing. The complaint alleges that the qsd511 drill got stuck in the handpiece, the condition could not be confirmed. The handpiece is a supplied by product and was not returned to zimmer biomet for investigation. The damage present to the isolatch on the drill is such that the drill cannot be inserted into a handpiece. No lot number was provided and DHR review could not be conducted. Product complaint history and product nonconformance history was reviewed, no information was found linking to the reported event. There is no information that suggests a manufacturing deviation contributed to the reported event. A definitive root cause cannot be determined. (B)(4).